Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was exiting unexpectedly. The cranial software was uninstalled and reinstalled, with all the surgeon profiles transferred over into the new install. The system then passed the system checkout and was found to be fully functional. A later attempt to recreate the issue failed to produce any errors.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the device was resetting at random times. There was no patient present when this issue was identified.

Manufacturer narrative:
The logs and core files for the navigation system were reviewed by medtronic personnel. However, there was no additional insight into the reported issue aside from the user being in the "select patient" task of the application software when the issue occurred.